Event description:
Patient presented with infection.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a scorpio insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical records were not provided. Device history review indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review there have been no other events for the reported sterile lot or lot ids. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. No further investigation for this event is possible at this time.

Event description:
Patient presented with infection.